Event description:
It was reported that the device was used during a deep anterior resection of the rectum. The device did not staple or cut. The case was completed using a same like device. The patient received an artificial stoma.